Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the blister of the ample was deformed and the ample was broken before procedure.